Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device/component is still under investigation. Therefore, a definitive root cause cannot be determined.

Event description:
The customer reported that vela comp d is alarming transducer fault. Additionally, the occlusion and xdcr fault alarms were active during testing. There was no patient involvement with this reported event.